Manufacturer narrative:
Manufacturing records will be reviewed. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: the physician was doing a cto of the rca in a 55-year-old male. He started with an antegrade approach but went subintimal. The decision was made to move to a retrograde approach. A turnpike lp 150cm microcatheter was used to cross through a septal vessel. He was able to cross the septal, did externalization, and was able to repair the rca. During the removal of the turnpike lp the distal part of the microcatheter was sheared off. The physician was able to remove the main section of the turnpike lp and it was decided to leave the remaining distal part inside the body. Additional information received on 17aug2022: the physician reported that the septal vessel was tortuous, but it did not have any lesions. He was removing the turnpike lp out from going retrograde. Due to being too tight, no interventional/surgical procedure was performed to remove the 4-5cm microcatheter from the septal vessel. The patient is doing well and was discharged on (B)(6) 2022.

Manufacturer narrative:
One-unit of turnpike was returned to vsi/teleflex for evaluation. Guidewire was observed to be locked within the shaft. Blood particulates were noted on the catheter. Tip of the catheter was missing. The distal shaft was deformed with torque damages noted on the dual layer coil. Working length of the catheter was 146 cm. Approximately 4-5 cm of tip & shaft material were missing. A lot number was provided during intake. It is an incorrect lot number. There was no correct lot number provided for this complaint. Therefore, no record review could be complete. Case details were reviewed. A patient underwent a cto procedure of the rca. A turnpike lp 150 cm was used in the case. A retrograde approach was employed through a septal branch. An externalization was done to repair the rca. During the removal of the turnpike, the distal part sheared off. One unit of turnpike was returned to vsi/teleflex for evaluation. Blood particulates were noted on the catheter. The distal shaft was deformed. Approximately 4-5 cm of tip & shaft material were missing. Damages are likely to have occurred during use when operated or torqued against resistance. Per IFU, the following warning and precautions were noted - never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. - do not rotate the catheter more than two (2) consecutive 360° rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury. - exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. Additonal information was requested from the account. A response was received. Turnpike was not caught in a lesion or trapped. It was used in a septal branch via retrograde approach. Septal branch was tortuous. The tip was left in the vessel. No procedure was done to remove it. Angiograms and fluoroscopic images were sent by the account. Turnpike tip separation was confirmed. The distal shaft appears to be deformed within the vessel itself. The deformation and separation are likely due to excessive torque incurred on the shaft during its use in a tortuous vessel. Evidence of torque damage on dual layer coils of the turnpike shaft could be noted. A manufacturing record review was not completed as the correct lot number was not provided by the account. Based on the information, the most likely root cause of the issue is user error